Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿customer requested to analyze the logs¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the user applied gel to the external paddle, set the energy setting to 50 j, turned on the synchronization mode, and applied the paddle to the patient, but no ECG waveform was displayed. At this time, the waveform on the screen was a dashed line, but the heartbeat sound and an unusual synchronization mark were displayed. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. N monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This follow up is a correction of evaluation result and conclusion codes.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the user applied gel to the external paddle, set the energy setting to 50 j, turned on the synchronization mode, and applied the paddle to the patient, but no ECG waveform was displayed. At this time, the waveform on the screen was a dashed line, but the heartbeat sound and an unusual synchronization mark were displayed. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This follow up is to update it to serious injury and problem code & patient outcome code & health impact code as per investigation update.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the user applied gel to the external paddle, set the energy setting to 50 j, turned on the synchronization mode, and applied the paddle to the patient, but no ECG waveform was displayed. At this time, the waveform on the screen was a dashed line, but the heartbeat sound and an unusual synchronization mark were displayed. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.